Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 15.2 ¿ 15.4 cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.